Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump keypad was unresponsive. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that the up and down button was not working. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.